Manufacturer narrative:
This is the same event as 3010536692-2016-00729, 3010536692-2016-00731, 3010536692-2016-00732. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to failed hip arthoplasty with mom components and metallosis ans trunionosis (right).

Manufacturer narrative:
Reported in error.